Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified; however, the alleged touchscreen issue was unable to be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. In addition, it was reported the touchscreen was intermittently unresponsive to presses. Customer's blood glucose level was 138 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.